Manufacturer narrative:
Additional information received: the sponsor assessed the event as not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site assessment has been updated to possibly related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported that the patient developed a low potassium level of 3.28mmol/l four days later. The patient was given daily potassium chloride capsules. The patient followed up with another physician and due to elevated potassium levels of 4.98mmol/l the potassium supplementation was reduced with another check to be done by the patients family doctor 3-5 days later. The event resolved one month post the implant procedure. The sponsor assessed the event as possibly related to the index procedure. The site assessed the event as not related to the device, index procedure or an underlying condition/disease.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(6), ubd: 23-oct-2027, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 06-nov-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.